Event description:
Information was received from a patient. The patient was receiving dilaudid at an unknown concentration with an unknown daily dose via an implantable pump for spinal pain. The patient reported infection symptoms and stated that an infection was confirmed. The strain of infectious organism was unknown. Their pump was implanted on (B)(6) 2016, was infected on (B)(6) 2017, and was removed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.